Event description:
Extension loop for IV leaking where cap meets tubing, even when screwed down tightly and also when new cap applied. ICU medical 7" appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave clear, purple clamp, luer lock, non-dehp tubing. Lot #: 14058446, exp date: 2029-06-01. Bagged and sitting on desk in IV team office.